Event description:
It was reported that this patient was just recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient has a history of seizures and is hospitalized due to a brain injury. The field representative called for review of stored untreated and treated events. Technical services (ts) reviewed the data and suspects possible air entrapment as there is some railing noise which was oversensed and resulted in the patient receiving one inappropriate shock. Ts recommended to bring the patient in for a further evaluation and provided troubleshooting/programming options. Additionally, ts recommended getting x-rays. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this patient was just recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient has a history of seizures and is hospitalized due to a brain injury. The field representative called for review of stored untreated and treated events. Technical services (ts) reviewed the data and suspects possible air entrapment as there is some railing noise which was oversensed and resulted in the patient receiving one inappropriate shock. Ts recommended to bring the patient in for a further evaluation and provided troubleshooting/programming options. Additionally, ts recommended getting x-rays. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the patient received another inappropriate shock due to t-wave oversensing via reduced intrinsic amplitudes. Technical services (ts) recommended considering other vectors and performing a postural assessment however, the patient is paralyzed, and a postural assessment will be impossible. Ts noted programming to 2x gain could be considered if remaining in secondary. At this time, the system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been returned by the customer; therefore, no product analysis could be performed. Investigation of the available information determined this device exhibited artifacts that are most likely due to air/fluid exchange within the cavity between the setscrew and a damaged seal plug or a slightly loose setscrew. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was just recently implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The patient has a history of seizures and is hospitalized due to a brain injury. The field representative called for review of stored untreated and treated events. Technical services (ts) reviewed the data and suspects possible air entrapment as there is some railing noise which was oversensed and resulted in the patient receiving one inappropriate shock. Ts recommended to bring the patient in for a further evaluation and provided troubleshooting/programming options. Additionally, ts recommended getting x-rays. At this time, the system remains in service. No adverse patient effects were reported.